Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that from (B)(6) 2014 through (B)(6) 2015, the average rv pacing impedance was at 3980 ohms or higher. The open circuit counts were at 16777215 since (B)(6) 2014. No noise was observed on egms. (B)(4).

Event description:
It was reported that the patient twisted the lead. The right ventricular (rv) lead exhibited high impedance in bipolar and unipolar configuration. X-ray confirmed the twisted lead and break in the lead. When the lead was removed from the pocket it intermittently paced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (env ironmental stress cracking) while in vivo. It was noted that the outer insulation of the lead was observed to have blood ingression.